Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0nnxt, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and had a return of symptoms. At first it gave good records, but now the last month or so not so much. (B)(6) 2014 through (B)(6) 2014 it was not working, so in february the patient changed programs. It was working, but then in (B)(6) 2015 it stopped working. It wasn't really working very well and the patient started on channel 1 and went up quite a bit on the amplitude. The health care provider (hcp) told the patient they would wear the battery out at that high amplitude. The patient was at 3.9v or 4.8v and they switched them to program 2 and that wasn't working. The patient was now on program 3 at 2.9v. They just changed the settings at the end of (B)(6) 2015. It hadn't been working consistently well for the patient and the patient hadn't gotten periods of 50 percent or better relief. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.